Event description:
It was reported that patient presented for a device check. There were 2 ventricular noise episodes noted on the egm and pacing inhibition noted in both episodes. No noise was recreated with arm maneuvers. It was believed the noise was external. Patient was asymptomatic and will be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device check. There were 2 ventricular noise episodes noted on the egm and pacing inhibition noted in both episodes. The noise was recreated with arm maneuvers. Patient was asymptomatic and will be monitored.